Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) on 17-aug-2016 regarding a patient who was implanted with a neurostimulator for peripheral neuropathy and cervical radiculopathy. It was reported there was painful stimulation. It was noted that the patient felt "shocking" when she turned her cervical stimulation on, pain in her shoulders, and no relief to her hand. The patient denied having any falls. The rep noted that she had not seen the patient to troubleshoot, but the patient was convinced the leads needed to be replaced. No actions or interventions had been taken to resolve the issue and the issue had not resolved at the time of the report. The patient's status at the time of the report was "alive with no injury." No surgical interventions had occurred and the time of the report, but it was unknown if surgical intervention was planned. Additional information received from the rep on 22-aug-2016 reported that troubleshooting/diagnostics performed included an impedance check, which was very uncomfortable for the patient, that showed that all impedances were within normal limits at 0.70 v, but the rep did not try any higher. Actions/interventions were taken to resolve patient¿s shocking when stimulation was on, pain in shoulders and no relief to hand included the patient tried turning stimulation down, but it was still painful, so she left stimulation off. The issues had not been resolved at the time of this report, but the patient was scheduled for revision on (B)(6) 2016.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomalies.   Analysis of the lead ((B)(4)) found no anomalies.   Analysis of the lead ((B)(4)) found no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the stimulator system was removed. It was noted that the leads had moved and the physician¿s office took a long time addressing the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.